Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited left ventricular pace impedance measurements of greater than 2,500 ohms. The device remains in services. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited left ventricular pace impedance measurements of greater than 2,500 ohms. The device remains in services. No adverse patient effects were reported.